Manufacturer narrative:
Occupation: materials manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, the tip of a cook® single-use holmium laser fiber started "peeling". Once laser energy was omitted out of the fiber tip, almost immediately, the protective polymer coating and or the silica cladding started to "peel/shed". The use of the fiber was discontinued. A new fiber and a different laser machine was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during a ureteroscopy, the tip of a cook® single-use holmium laser fiber started "peeling". Once laser energy was omitted out of the fiber tip, almost immediately, the protective polymer coating and or the silica cladding started to "peel/shed". The use of the fiber was discontinued. A new fiber and a different laser machine were used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not review the device history record (DHR) or complaint history due to lack of lot information provided by the customer. The product IFU warns not to bend the fiber at sharp angles and warns nor to clamp the fiber with forceps or other securing instruments. The IFU cautions the user to discard any fiberoptic assembly that is cracked or broken. The information provided upon review of the DHR and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined, as the device was not returned, and lot information was not provided by the customer. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.